Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and needed assistance with changing the infusion set. Blood glucose level at the time of the incident was 450 mg/dl. Blood glucose at the time of the call was 386 mg/dl. It was unknown if the auto mode was active. Customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis. Frn-model unknown ¿ reservoir.